Manufacturer narrative:
Medical record review revealed a 23mm sapien xt valve was implanted via the transfemoral approach. During the 30-day follow-up visit, the patient reported increased endurance and was reported to be ¿doing well¿. The 30-day echo indicated a well seated valve with trace aortic regurgitation. The valve was functioning normally and opened well. The mean gradient measured 13.09 mmhg. One year post valve deployment, the patient was reported to be ¿doing quite well¿. The one year echo indicated a well seated valve with no signs of paravalvular leak (pvl). Two years post valve deployment, echo showed a well seated valve with a mean gradient of 26.3 mmhg. No aortic regurgitation was present. It was reported that the maximum systolic velocity, mean and maximum gradients exceeded the expected range for the sapien xt valve in the aortic position. The valve leaflets were reported to be thin and moved normally. Three years post valve deployment, the patient was nyha class I heart failure. The 3-year echo indicated a well seated valve with no evidence of dehiscence. No significant stenosis or valve regurgitation was reported. The mean gradient was reported to be 15.91 mmhg. Four years post valve deployment, the patient presented with a 2 to 3 day history of swelling of the ankles (soa). The patient also reported 3 or 4 episodes of mid sternal chest pain that occurred at rest and improved with movement. Comparison radiography indicated bilateral pulmonary edema/pneumonia. New onset atrial fibrillation (afib) with rapid ventricular response (rvr) was also noted. The afib and pulmonary edema were medically managed. The patient developed acute kidney injury (aki) likely due to the combination of over-diuresis and hypotension from the initial afib with rvr episode. During the hospitalization, an echo was performed. The sapien xt valve appeared to be stenotic with a mean gradient of 40 mmhg, suggesting moderate to severe stenosis. The aortic valve area was calculated to be 0.7cm2. The patient was medically managed and cardiac rehab was initiated. The patient was discharged 9 days post admission with instructions to continue with the cardiac rehab and return in 6 weeks for a repeat echo. No further actions for the stenotic valve were indicated. The valve remains implanted in the patient. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the bioprosthetic valve stenosis 4 years post implant cannot be determined. The patient¿s co-morbidities (diabetes, acute on chronic kidney disease stage iii) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the (B)(6) clinical trial, 4 years post deployment of a 23 mm sapien xt valve, the patient was admitted to the hospital for pulmonary edema and new onset atrial fibrillation with rapid ventricular response. The echo performed during the hospitalization showed severe aortic stenosis. Medidata review revealed at the 1 year follow-up visit, the patient was nyha class ii with a mean gradient of 39.4 mmhg. The aortic valve area was reported to be 0.7 cm2 with a mean gradient of 41 mmhg. No paravalvular leak (pvl) or transvalvular leak was noted. The patient was nyha class I at the 2 year follow-up visit. The 2 year echo indicated a mean gradient of 28.12 mmhg, with no pvl or transvalvular leak reported. Normal valve motion was reported. The patient remained nyha class I at the 3 year follow-up visit. The 3 year echo indicated a mean gradient of 18.23 mmhg with no pvl or transvalvular leak reported. Normal valve motion and no leaflet calcification was reported. No further clinical information is available at this time.